Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information

Event description:
The customer reported false elevated calcium generated from alinity c processing module and provided the following data: on (B)(6) 2026, sample ID (B)(4) initial result was 4.12 and repeat results were 3.25, 3.46, 3.39, & 2.48 mmol/l. Customer normal range: 2.20 - 2.60 mmol/l. Patient information: 83-year-old male, history of gastrectomy. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.